Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient stated "tuesday and wednesday morning it's been beating really hard. It beats 16 times, then quits, then beats another 10 times, then quits, then another 16 times." The patient was referred to the physician. It was further reported that the patient had a device check/in-office visit a few days later. Diaphragmatic stimulation was noted. Left ventricular (lv) lead vector was changed. The lv lead and crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.